Event description:
A healthcare professional reported that a patient received a coolsculpting treatment on (B)(6) 2025 to the lower, mid and upper abdomen using the cooladvantage coolcore applicators and presented with "hard nodule", "softer nodules" and "pain" post treatment. Later healthcare professional reported "nodules are big and hard" and no redness, warmth, pain, swelling at this moment. Additionally, it was reported patient was on blood thinner medication during the treatment. Healthcare professional later reported paradoxical hyperplasia (ph) and "multiple well-demarcated, firm/rubbery nodules".

Manufacturer narrative:
Correction data: d6a, g1.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
A healthcare professional reported that a patient received a coolsculpting treatment on (B)(6) 2025 to the lower, mid and upper abdomen using the cooladvantage coolcore applicators and presented with "hard nodule", "softer nodules" and "pain" post treatment. Later healthcare professional reported "nodules are big and hard" and no redness, warmth, pain, swelling at this moment. Additionally, it was reported patient was on blood thinner medication during the treatment. Healthcare professional later reported paradoxical hyperplasia (ph) and "multiple well-demarcated, firm/rubbery nodules".